Event description:
It was reported that a malfunction alarm with code malf 12 occurred, displaying fault ID 0x2071. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to report back if any future malfunctions occur, which the customer acknowledged and understood.